Event description:
The facility reported an infusion pump that "free flow" while the "tubing was in pump channel" and was connected to the pt. The facility's biomedical dept reported that the nurse was setting an insulin infusion on the pump and was experiencing difficulties programming the pump. Reportedly, somehow in the process, the pt received "too much of insulin". According to biomed, no pt injury had been reported. Despite baxter's efforts to obtain add'l info from the reporting facility, details were not available regarding pt's demographics, diagnosis or status, medical intervention, rate of insulin, or set up and programming of the infusion device. No add'l contact info was available.